Event description:
This was a cardiac lead extraction case performed in the hybrid or to extract one rv dual coil ICD lead (mdt 6947) and one ra lead (mdt 5594) due to being non-functional. The leads were each prepped with an lld-ez and the extraction was initiated using a 14fr sls ii on the rv mdt 6947 lead. A lot of resistance and binding was encountered. As the surgeon progressed through the rv, he reported a "pop" and then a "lurch" of the sls ii. As the patient remained stable, he chose to continue, but upsized to a 16fr sls ii. He was not able to progress through the binding. He then noticed the laser sheath "jumped" again and the patient's blood pressure dropped. The surgeon realized that the svc had torn. The CT surgeon was observing the surgery, so immediately entered the or and performed a sternotomy within about 5 minutes. During this surgery, the leads were not able to be removed, so the leads, along with the lld-ez's were abandoned inside the patient. The patient is recovering.